Manufacturer narrative:
The x ray analysis determined the staples were not implanted in orthogonal plans conducting to less resistance and less stability. Assembling bad stability due to staples bad positioning is suspected to be the reason of the breakage. The root cause of the reported event is user error. This is the same patient/event as 3004082045-2011-00066, 00067. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
It was reported that the implant broke after bone fusion occurred. Asymptomatic for the patient. No intervention was required.